Manufacturer narrative:
Device investigation could not be performed as it was not returned to manufacturer. Lot history review revealed no anomaly relating with the reported event. All the guidewires are inspected during the production process for meeting the products' specification and shipping criteria, there is no indication of a product deficiency. With the provided information, it is presumed that guidewire distal end might be caught in the target vessel, where pull back and/or rotational manipulation was excessively made to the guidewire, resulting the accumulation of the force and breakage of the guidewire due to the force exceeding the product design limit. Warning section of the IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or brake apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
Reportedly, during the procedure to the right coronary artery, the subject guidewire got stuck in the vessel with some fracture when withdrawing the guidewire. Physician attempted to retrieve the guidewire, it took some time but finally some piece(s) of the guidewire was left remained int eh coronary artery.